Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy a day after the patient started the pd therapy. The patient was not hospitalized for this event. The cause of the peritonitis event was reported to be a gastrointestinal infection and urinary tract infection (uti). On an unreported date, the patient started treatment with injection of vancomycin (1gm, once in five days) and injection of amikacin (125mg, ip). At the time of this report, the patient outcome was unknown. The pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.